Event description:
On (B)(6) 2011, pt and her son reported they feel the infusion device is not delivering the correct amount of insulin. Pt has been experiencing higher than normal readings. Pt stated she was hospitalized for 9 hours on (B)(6) 2011 with readings in the 700-800 mg/dl range. Pt reported she was treated with insulin via injection throughout those 9 hours and released. Pt stated she was on the verge of passing out so her daughter drove her to the hospital. Pt reported her blood glucose readings have been between 300-500 mg/dl recently. Pt's normal blood glucose range is 100-140 mg/dl. Pt stated there were no error messages and there are some air bubbles in the insulin cartridge. Pt reported she changed the insulin cartridge today and within 2 hours she had air bubbles in it again. Pt stated insulin was at room tempurature. Advised pt on type of battery for the infusion device. Pt reported the infusion adapter has not been changed in a long time. Pt stated her husband passed away 2 months ago but she was experiencing elevated blood glucose readings before also. Call disconnected. Product was replaced and requested return of the alleged product for eval.